Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements high out of range as well as high capture thresholds. Technical services (ts) reviewed and noted a gradual rise on the impedance measurements. Further lead evaluation was recommended. This lead remains in service. No adverse patient effects were reported.